Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) visited the site and found a faulty pdu and fuse. To resolve the problem, fse replaced pdu and fuse and return the part for further analysis and found main suspected failed is pdu fan tray. After the replacement of the pdu and fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.